Event description:
It was noticed midway through the pt's 1st night that the foley catheter had been pulled out by the pt, however, the end of the catheter had broken off. Via cytoscopy the broken end of the catheter was found mid urethra and removed w/grasping forceps. Another foley catheter was inserted and recommended to stay in place for one week, per urology. The original foley placed was a pediatric foley.